Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 52 mg/dl at the time of the incident. The customer was at 174 mg/dl at the time of the call. The customer used food and juice to treat. The customer experienced symptoms such as fainting. The customer was wearing the insulin pump during the incident. The customer was bolusing and not eating in time for the boluses. Troubleshooting was completed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report.